Event description:
The customer called the helpline for assistance in changing her infusion set. She reported having a blood glucose value of 48 mg/dl, but stated it was due to an infection. The customer declined troubleshooting and reported treating the low with juice and ice cream sandwiches.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.